Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of 2 piece titanium adapters disconnected from the minicap extended life pd transfer sets . The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.